Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 426 mg/dl at the time of the incident. The customer felt symptoms of frequent urination. The customer treated their blood glucose levels with a bolus. The customer was informed that energizer aaa alkaline batteries are most effective. Customer states the pump was stored with a dead battery for an extended period of time. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer did not return the product back for analysis.